Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported ring artifacts on images. A philips field service engineer (fse) confirmed the ring artifact was due to a damaged compensator. Engineering analysis has confirmed that this event has been determined to be a reportable issue due to the potential for image misinterpretation, because of an artifact. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that patient images exhibited a recognized ring artifact. A philips field service engineer (fse) went onsite to evaluate the system. The fse was able to determine that the compensator was cracked. The fse replaced the compensator inside the a-plane collimator to resolve the issue. The fse confirmed that there was no harm to a patient, operator, or bystander and there was no misinterpretation as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.